Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller asked for a list of error codes associated with the recharger. The caller indicated that the patient was having issues charging and getting an error message on the recharger app. The patient thought that the code was 22. The caller indicated that they plan to meet with the patient later. The caller was not with the patient. Technical services (ts) reviewed troubleshooting considerations. On 2025-jan-22 additional information was received from a manufacturer representative (rep). The rep reported that the patient did not have their device with them. The patient had stated there was an error code when they charged, but they could not remember the number. They were guessing the error code was 22. The cause was unknown and the patient was having the device removed and replaced with a non-rechargeable device as they did not want to mess with recharging. The rep was unable to obtain the logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.